Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a blood glucose test due to her onetouch ultra2 meter displaying an unknown error. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue occurred on an unspecified date/time in (B)(6) 2011. He stated he manages his diabetes with an unknown type and dose of oral medication along with diet and exercise and denied making any changes to his usual diabetes management routine. Approximately three days later, the patient claimed he developed symptoms of "blurry vision, headache, and frequent urination." On (B)(6) 2011 sometime in the evening, the patient reportedly went to the emergency room (ER) and his blood glucose was tested using a hospital meter which gave a reading of "575 mg/dl." He was reportedly treated for hyperglycemia by a healthcare professional (type of medication was not specified). At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and the reported issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.